Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and health hazard evaluation. The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (02/27/2014 to (B)(6) 2014) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2013 ¿ (B)(6) 2014) which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number associated with vacuum subsystem parts or similar failures are within acceptable limits. The hhe was reviewed for the risk of odor and smell exposure. The probability of likelihood of injury occurring to the population at risk or exposed is ¿unlikely but possible.¿ the severity if the injury or adverse health outcome that might reasonably be expected to occur is considered ¿moderate.¿ the asp field service engineer replaced the converter adapter, catalytic converter, oil mist filter and vacuum pump oil and the unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.